Manufacturer narrative:
Eval summary. Eval of the device determined that this malfunction was caused by an intermittent connection between the u2 plcc socket and ic chip on the defib board. The device was repaired and as a preventive measure, all connectors were disconnected, reattached and secured and all integrated circuits in sockets were removed and reseated to assure continuity. The device was tested and performed in accordance with its specs.

Event description:
Device displayed defib comm error which would prevent the delivery of therapy.